Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
The implantable pulse generator system was returned after being removed prior to cremation of a deceased patient. A database search revealed that the patient had expired less than (B)(6) after implant of the device. Follow up has been inconclusive so far, additional information has been requested and not yet received. No complaints or allegations have been made against the system or any of the individual components.